Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter address 2: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional testing, the customer problem was not duplicated. The pump had no physical damage. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative performed preventative maintenance, and the pump passed all functional tests and performed as intended.

Event description:
It was reported that the device had not been clinically used, and there was a failure code 44508 appeared on screen when going to do software update, assumed was possibly low power issue, so it was plugged in and restarted. Went to complete update, but code reoccurred midway through update and bricked the device. There was no patient involvement and patient harm/adverse event reported.